Event description:
The patient had an elevated white blood cell count in his csf (cerebrospinal fluid) and was hospitalized. The patient was diagnosed with meningitis. The physician was concerned about refilling the pump with an active infection. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. It was later reported that the patient had post-op wound or skin contamination. The primary location of the infection was the device pocket and csf. Cultures were taken of the device pocket, csf and blood; the results were reported as ¿no growth¿. The patient was treated with IV (intravenous antibiotics). The pump was refilled on (B)(6) 2014 and the patient¿s therapy was ongoing. As of 12/15/2014, the patient was still in the hospital. They were trying to leave the device in place.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient presented with reddened area to pump pocket and fluid accumulation. The patient has continued to have redness around the pump pocket site, with no other signs of infection. The patient's mother has been tracking the pocket site for approximately the past month, and it had not worsened but also not gotten better. The patient was in house and the physician had been consulted. The ultrasound did not show any fluid in the pocket to aspirate. The physician suggested the pump may be infected. The patient was not displaying signs/symptoms of sepsis- afebrile. Patient status at time of this report was alive; no injury. On (B)(6) 2015 it was further reported the hcp was going to start downward titration of baclofen therapy for the patient reducing it 50 mcg/day until lowest dosing prior to explant (B)(6) 2015.. The first titration was done the father stated the patient's le tone had begun to return, causing patient discomfort. The patient was also supplemented with oral baclofen. On (B)(6) 2015 it was further reported the patient tolerated the baclofen titration with increased tone to upper extremities and lower extremities. During the explant cultures of catheter tip, pump pocket contents (both fluid and posterior wall), and pump contents taken and sent to lab for testing. Upon opening pocket surgically, yellowish fluid escape (and cultured). Upon removal of pump from pocket, it was noted th e posterior wall of pocket was yellow in color. The patient tolerated procedure well. The physicians plan was to wait for 3 months then consider replacement because of positive effect the intrathecal delivery of lioresal. On (B)(6)2015 it was reported that all cultures sent were negative except for skin culture which was positive for (B)(6).

Event description:
Information was received from a healthcare provider via a company representative who indicated that the patient was re-implanted with a baclofen pump on (B)(6) 2015. Following the replacement, the pump delivered lioresal intrathecal (500 mcg/ml; 50 mcg/day). The patient tolerated the procedure well and will undergo a titration protocol starting (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a healthcare provider. The culture of the patient's abdomen found "staph edipderminous". The surgeons thought it was an allergic reaction and the reporter inquired about available allergy testing. As of the date of this report, the patient was "all healed up" and they wanted to implant another pump.

Event description:
Additional information later received reported that per the healthcare provider the patient had been treated with antibiotic therapy as an in-patient for 3 weeks. A follow-up spinal tap showed decreased white blood cell count in the csf. The patient was subsequently discharged to home on (B)(6) 2014. The patient was being followed up on by the healthcare provider in conjunction with infectious diseases. The patient was doing well at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. (B)(4).